Event description:
It was reported that a detached wire occurred. The sensor was inserted into the arm on 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem: correction; h2: type of follow up: correction; h10: corrected data.

Event description:
It was reported, that a missing wire occurred.